Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a fall/respiratory failure not pump-related. The cause of the fall was unknown. It resulted in an acute intracranial hemorrhage with intraventricular hemorrhage (ivh). The patient had a prior intracranial bleed following the placement of an external ventricular drain (evd) and craniotomy. Of note, the patient had aspiration-induced respiratory failure from being a smoker. Additional information revealed that evd was to drain the blood from an intracranial hemorrhage/ hemorrhagic stroke.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the device and the reported bleeding and subsequent patient outcome could not be conclusively established through this evaluation. The patient expired on (B)(6) 2022, and the events were not device related. The device will not be returned for evaluation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 12jul2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Additional information revealed that the fall occurred on 01apr2022.